Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or reason for explant, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. On (B)(6) 2015 - the patient underwent an additional surgery to remove the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or reason for explant, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of mesh - ventralex, patient was diagnosed with infection, abscess and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection and adhesions as possible complications. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Updated fields: a2, a4, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney has alleged: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. (B)(6) 2015 - the patient underwent an additional surgery to remove the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the peritoneal sac was identified and excised out from the omentum. A ventralex mesh was placed in the abdomen using sutures.¿. (B)(6) 2015 - patient was diagnosed with chronically infected abdominal wall prosthesis thereby underwent open repair with removal of ventralex mesh. Per operative notes, ¿there was a mucoid material and some turbid fluid and it clearly extended down to the mesh. The ventralex mesh was thoroughly imbedded in the fascia and it was separated and excised from the abdominal wall and the small bowel.¿. Attorney alleges that the patient had abscess, adhesions, bowel obstruction, fistulae, infection, pain, loss of sleep and emotional injuries.